Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's tip didn't open or articulate. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.